Event description:
Eight hours after receiving a cypher implant, the pt complained of chest pain. Increase in st was observed. Angiography was conducted and thrombus was confirmed in the implanted cypher stent. The physician conducted balloon angioplasty with a 2.5 mm balloon. Pt with hypertension and lipid metabolism abnormality had an emergent case due to acute coronary syndrome (acs). No medications were administered prior to the procedure. Lesion 1-1 was a concentric, type b2, de novo lesion of the proximal right coronary. No tortuousity or bifurcation was noted. There was no calcification and no pre-existing clots were noted. The length of the lesion was 18mm. The target lesion was pre-dilated with a 2.0 x 20mm balloon at 8 atmospheres (atms) for 20 seconds. A cypher 2.5 x 23 was deployed at 20 atms for 50 seconds. Medications administered during the procedure included aspirin, heparin, ticlopidine hydrochloride, and cilostazol. Post-dilation was not conducted. Actual coagulation time (acts) were not monitored in the case. Timi flow was 2 pre procedure and 3 post procedure. Intravascular ultrasound (ivus) was not conducted. Residual stenosis after the procedure was 0%. Post procedure medications included aspirin, ticlopidine hydrochloride, and cilostazol. Approximately eight hours after the procedure, the pt complained of chest pain. Increase in st was observed. Coronary angiography (cag) was conducted and thrombus was confirmed in the implanted cypher stent. The physician conducted a balloon angioplasty (poba) with a 2.5 mm balloon. 15,000u of heparin was administered via IV. The physician noted that the cause of the thrombotic event was because the anti-platelet therapy was started on that day. The pt's current status is unknown at this time. The product is not available for analysis.